Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Info related to the recall composix kugel mesh implanted on (B) (6) 2005, will be reported in accordance with (B) (4). See MDR 1213643-2010-00197 for info related to the composix mesh e/x implanted on (B) (6) 2006.

Event description:
Attorney reported: on (B) (6) 2005 - pt had a composix kugel mesh implanted to repair a ventral hernia defect. On (B) (6) 2006 - pt was admitted to the hospital with severe abdominal pain. Pt was immediately admitted for surgery. She was found to have massive incisional hernia with lysis of many adhesions. A small bowel resection and side to side anastomosis was done and the mesh composix kugel was replaced with a davol/bard composix mesh e/x. On (B) (6) 2007 - pt was admitted for incisional hernia repair with mesh. Pt was admitted to the hospital with an incarcerated bowel hernia on the right. A davol/bard composix mesh e/x was implanted. On (B) (6) 2008 - pt was admitted to the hospital with a breakdown of mesh and the wound, including some drainage of serous fluid from the hernia, small bowel dilatation, obstruction and incarceration. She was operated on and a mesh repair was done on the massive incarcerated incisional hernia. She had a vac placed at the time of drainage. On (B) (6) 2007 - pt was admitted again with separation of the mesh with pus between the layers of the composite (sic) mesh. The kugel was removed and replaced (it is unclear which mesh was explanted). Pt has suffered and will continue to suffer physical pain and mental anguish.